Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the electrocardiogram connector was loose, and it failed its common mo de/wrist electrode functional tests and it was noted that it needed its link electronic module replaced. However, the programmer was no longer needed and it was to be scrapped. (B)(4).